Event description:
Ous MDR - inappropriate shocks were reported after an implantation time of about 18 months.

Manufacturer narrative:
Our MDR - the analysis of the lead found that outer insulation was fraying 17 cm distal of the connector pin as well as fraying of the insulation of the rope conductor to the ring electrode at the same site. This damage manifestation is, with high probability, to be regarded as the cause for clinical complaint. The fraying of the insulation required excessive mechanical stress of the lead. The position and characteristics of the fraying suggest simultaneous strong pressure of the lead against the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. Furthermore, a destructive analysis showed a deformation of the inner conductor helix. The damage indicates that the inner conductor helix was rotated without an inserted stylet. There were no indications of a material defect of manufacturing error.